Event description:
A pt did not have any stimulation sensation regarding their left lead since the device was implanted. A low/out of range impedance measurements of <70 ohms was noted for combination 0-5. This included changing the reference electrode. Impedance readings were >3600 ohms/open for all combinations of #3, #4, and #7. Right lead impedance was 374 to 436 ohms. All electrodes were programmed on the right lead. Left lead impedance measurement was then noted as 583 ohms, and the right being 211 ohms. A company representative attempted programming at 10.5 volts using #'s 1, 2, and 6, however no stimulation sensation occurred. The pt had indicated that a wire was sticking out. Per an image, kinking along the lead was noted. The patient's outcome was not reported. Additional info is being requested, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).